Event description:
It was reported that devices were used during an unknown procedure. The device arming mechanism would not stay "locked down" when trying to make entry. Opened another device to complete the case. There was no consequence to patient.